Event description:
Following the information provided, the platform of the enterprise 9000x bed was moving unintendedly. The attendant control panel (acp) raising button was continuously activated. An attendant control panel (acp) is built into the foot end split side rails and is intended for use by the caregivers. The acp provides full control of all the bed¿s function. The acp, referred to in this complaint with the faulty button, was located on the outside panel of the patient¿s left hand side. At the time of the event the patient was on the bed. No injury was sustained.

Manufacturer narrative:
Following the information provided, the platform of the enterprise 9000x bed was moving unintendedly. The attendant control panel (acp) raising button was continuously activated. An attendant control panel (acp) is built into the foot end split side rails and is intended for use by the caregivers. The acp provides full control of all the bed¿s function. The acp, referred to in this complaint with the faulty button, was located on the outside panel of the patient¿s left hand side. At the time of the event the patient was on the bed. No injury was sustained. After the event, the enterprise 9000x bed was evaluated by an arjo representative. During the inspection, the service technician confirmed the reported malfunction. He performed the function test and found that the unintended bed movement was caused by the failure of a button, which is responsible for raising the bed platform. The technician resolved the problem by replacing the acp on the left side rail. The cause of the failure was not established during the bed¿s inspection, however a technician stated that the possible cause of the bed unintended movement, could be related to an electrical failure of the raising button. To sum up, while the event occurred, the device was used for a patient treatment. The system failed to meet its performance specification since unintended movement occurred. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.